Event description:
The pump had a malfunctioning button, requiring significant pressure to be activated, and a non-responsive screen. Patient's blood glucose levels were not impacted by this issue, remaining within a normal range. The complaint was addressed by the technical support team, who confirmed that the troubleshooting steps had been completed and made arrangements for a replacement pump to be sent. The customer was informed to continue using the current pump temporarily and was provided instructions for returning the malfunctioning device.